Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/29/2016 with the following findings: investigation revealed that the battery compartment was cracked and the battery cap threads were stripped; the battery cap was unable to secure to the pump. A test battery cap was used to complete investigation. Additionally, investigation revealed that the display was dim and discolored. Unrelated to these issues, evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment and battery cap were damaged, and the display was dim and discolored. This report is made based on results of investigation completed on 06/29/2016.